Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2025 brand name vectris surescan; product ID 977a275 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a fall in (B)(6) 2025. Patient complained of poor coverage and was reprogrammed, but no success. The healthcare provider (hcp) had images taken and determined there was a need for a revision. While intra-op. It was discovered that both leads were broken at the tops of each lead. The broken leads were not discovered until the hcp began to move the leads down while in the operating room (or). The two leads were explanted and discarded and replaced with one lead. Since the lead was broken in the patient body, partial explant was possible with 3 contacts left inside the patient. There was a note that the spinal cord stimulator (scs) was malfunctioning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the issue has been resolved with the new lead placement.